Manufacturer narrative:
Have yet to make contact with customer. Will submit follow-up report if additional information is obtained. A review of sales records found that the device involved in this incident was likely sold to customer in 2015. A review of quality records of relevant devices sold to customer in 2015 confirmed that devices were properly inspected and found to be in good working condition prior to sale. A review of service records for these devices found no service requested/performed related to the reported incident. A review of the device's user manual confirmed that users are cautioned "the bed requires regular maintenance to uphold performance and avoid premature wear, damage and injury.", instructed to inspect fasteners every three months, instructed "if screws or bolts become loose, tighten them immediately.", and warned "many of the screws and bolts used in the bed are special high strength fasteners. Contact an authorized (B)(4) technician to assist if finding the correct fasteners. If improper fasteners are used, they could result in patient and/or user injury as well as damage to equipment or other property." It is currently unknown if customer had performed maintenance as outlined in device user manual. Not yet able to contact customer.

Event description:
Per medwatch received by (B)(6) on 06/12/2018, customer reported: "safety screws on sizewise psych hospital bed were lose. Patient was able to remove two screw from interior head side rail. The screws were swallowed by the patient, which required surgery for removal. All beds were checked. Several beds found to have loose screws. All screws on all sizewise psych beds were attached with adhesive and tightened to bed."